Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a fractured pad under component p4 of the battery pca board. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient called zoll customer support to report that she was having trouble with one of her batteries. The battery/charger was displaying "battery problem" when the battery was inserted. The patient was issued a replacement battery pack.